Event description:
There were holes in the sterile packaging. The device was resterilized and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause, although a paper staple is strongly suspected, or timing of this event.